Manufacturer narrative:
A medical intervention was performed to remove silicone adhesive fragments that had fallen into the digestive tract. The adhesive is a soft silicone, so there is no risk of damaging the digestive tract, and considering that it is naturally excreted, there is no risk of significant health effects. This MDR is submitted due to medical intervention. The UDI# listed in d4 is the UDI# for the country where the event occurred and is different from the UDI-di in the united states. The UDI-di for this product in the united states is (B)(4).

Event description:
During a double balloon endoscopy, an abnormality occurred in the inflation of the balloon of this device. A foreign object was detected in the digestive tract during withdrawal of this device. The physician removed the foreign object from the digestive tract using an endoscope. Part of the silicone adhesive used in the withdrawn device was missing. Double balloon endoscopy was continued with a new product. There is no harm or injury to the patient.